Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vein cradle came off unattached from the device at the incision site. The broken part was retrieved from the original incision and there was no additional intervention required. A replacement device was used to complete the procedure. There was no pt complication reported by the hospital.

Manufacturer narrative:
Investigation results: as received, the visual inspection found the intact c-ring cradle and attached scope wash tubing were detached from harvesting cannula. The c-ring cradle and scope wash tubing components form a complete assembly. Further investigation of the c-ring wire's distal end at point of c-ring cradle attachment discovered that no residual adhesive was present on wire and there is residual adhesive present only inside the c-ring cradle; the amount of applied adhesive might not be sufficient. The reported complaint that the vein cradle came off from the device is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.